Event description:
Reporter indicated a patient experienced an arrhythmia during initial vns implant surgery on (B)(6) 2011. Reporter stated the arrhythmia occurred because an electric current was transmitted through "hooks" accidentally. The arrhythmia was temporary and resolved. Attempts for additional information are in progress.

Event description:
Reporter indicated the patient does not have a prior history of cardiac events, and no family history. The patient has no pre-existing medical conditions. The arrhythmia experienced was asystole. The heart rate prior to the event was 64, and during the event it was 0. Blood pressure was 110/68 prior to the event, and 110/70 during the event. The event occurred intraoperatively during vns systems diagnostics testing. Diagnostics results were within normal limits. General anesthesia was used and the level was medium. The length of the surgery was 1 hour and 50 minutes. The implant surgery was continued following the asystole event. The patient does not have abnormal vagal anatomy. The asystole is believed to be related to the vns stimulation, and no intervention was taken for the arrhythmia. The patient¿s hospital stay was not prolonged. The generator is currently programmed on to 2.25ma/30hz/500pulsewidth/30sec on/5min off. The arrhythmia has not recurred.